Event description:
The hospital reported that the vasoview hemopro 2 did not activate properly during the procedure. According to the harvester, the only way to temporarily achieve activation was by applying torque to the cutting device, which caused it to bend outside the cannula. After this maneuver was performed several times, the device ultimately stopped functioning completely. The power supply setting was set to 2. No patient harm or procedural delay was reported, and the procedure was successfully completed using a new device. A pre-cautery test was not performed. The device emitted a beeping sound when the toggle was pulled back to activate it.

Manufacturer narrative:
Tw (B)(4). Event site name exceeded character limitations: (B)(6) hospital. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Tw (B)(4). Updated sections: a2, a3, a4, b4, b6, d9, g3, g6, h2, h3, h6, h11. Corrected section: e1. The device was returned to the factory for evaluation on 04/20/2026. An investigation was conducted on 04/21/2026. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed on the intact heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.69 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed. The lot # 3000521907 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.